Event description:
Patient's ultrasoft penlet was reported to be cracked and due to this, the patient received stitches. Per their family member the penlet may have been dropped. Patient was using the correct technique, however patient pressed very hard on the penlet against their arm. The patient had noticed the crack on the penlet and also that the cap would not stay on, but kept on using it. When the patient applied some pressure since no blood was coming out, the penlet broke and separated at the seam and one sharp piece of the penlet entered into the arm and cut the patient. Patient received 8 to 10 stitches. Patient had 3 other penlets that were all cracked, yet kept on using them even though patient had noticed cracks. This case is reported as an adverse event since the patient received stitches most likely due to use error.